Manufacturer narrative:
A ge service representative performed an on site investigator. Investigation found that the tracking was within manufacturing specifications. However, the systems auto contrast and brightness settings were readjusted. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has a tracking problem and the image quality is poor. It was also mentioned that the image kvp is tracking low. There was no report of pt injury.